Manufacturer narrative:
Vyaire medical file identification: (B)(4). Equipment was received in vyaire facility. Service technician was able to verify customer's reported problem. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator alarmed blower demand exceeded following power on. Bench testing reveals that the blower has seized to spin. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator alarmed pt circuit low pressure and issues on blower demand. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. It was found that there is an excessive rust inside cover blower and the assembly gear matched. Not enough coverage of anti-fret grease has seized the retainer bearings to spin. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.